Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing increased incontinence for the past two to three months. He stated he spoke with his physician, but did not see him. Troubleshooting was performed with no success. It was recommended that he follow up with his physician. The aus is currently implanted. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated b5 describe event or problem, explant date d6b, and impact codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing increased incontinence for the past two to three months. He stated he spoke with his physician, but did not see him. Troubleshooting was performed with no success. It was recommended that he follow up with his physician. The aus was explanted and replaced. There were no additional patient complications reported.